Event description:
The patient showed unspecified signs of underinfusion. The pump was filled with 15 mls; at the next refill, the hcp found all 15 mls. A rotor test was done (date not reported); it was not possible to identify the rotor position with fluoroscopy (poor resolution). Catheter accessibility was tested during implant revision and appeared accessible and well positioned. A bolus of 5 minutes and 0.12 mls was programmed during the revision, but no drop was seen coming out of the side port; the hcp suspected a rotor stall. The pump was replaced. No alarms were ongoing. The hcp programmed a stopped pump after explant. There was no patient injury. The patient was doing well with the new pump. The pump was used to deliver catapresan and midazolam.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.